Manufacturer narrative:
Reported event: an event regarding corrosion and abnormal ion level involving a metal head was reported. The event was not confirmed. Method & results: roduct evaluation and results: not performed as the device was not returned. Clinician review: a review of the provided medical information by a clinical consultant indicated: "this inquiry reports the revision of a left total hip replacement approximately six years after insertion for trunnion corrosion. I can confirm that this event took place since I was able to review the revision operative report. Regarding the possible root cause of this event, I cannot determine it with certainty. Corrosion is multi factorial. These include implant factors, surgical technique and patient factors." Product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusion: a review of the provided medical records by a clinical consultant confirmed the revision procedure took place but was unable to confirm the device failure events. The exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the device, pathology reports, pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported through the filing of a lawsuit that allegedly the patient was implanted with an lfit anatomic cocr v40 femoral head on his left hip on or about (B)(6) 2013 and was revised on (B)(6) 2020. It is further alleged that he suffered injuries as a result of implantation and explantation of the device(s) at issue, device recall and excessive levels of chromium and cobalt in his blood.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported through the filing of a lawsuit that allegedly the patient was implanted with an lfit anatomic cocr v40 femoral head on his left hip on or about (B)(6) 2013 and was revised on (B)(6) 2020. It is further alleged that he suffered injuries as a result of implantation and explantation of the device(s) at issue, device recall and excessive levels of chromium and cobalt in his blood.